Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that while inserting intra aortic balloon (iab) catheter to the patient, the surgeon was unable to pass the iab through the guide wire. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacturing date, g3, g6, h2, h3 device evaluated, h4, h11. Corrected field: h6 type of investigation, investigation findings, investigation conclusions. The product was returned with the membrane completely unfolded. No blood was observed on the exterior of the iab. The original guidewire was not returned for evaluation. Small dents were noticed on the catheter tubing near the y-fitting. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The one way valve was also returned with the iab. A laboratory guidewire insertion test was able to be performed, and the insertion was not successful due to the inner lumen being occluded. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and one way valve was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. The investigation was able to confirm the reported failure of ¿iab - difficult/unable to advance iab through guidewire¿. The inner lumen occlusion may have contributed to the difficult of inserting the iab into the guidewire. However, we are unable to determine when this issue have taken place. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2 (report source), e1 (event site telephone).

Event description:
N/a.